Event description:
The customer reported that a message came up on the monitor asking them to reboot the system. When they did they were unable to power it back up. The fse reported that the system was producing the insufficient power alarm. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and determined the input power transformer needed to be adjusted, but because the system was going to be moved to another location (with possibly a different input voltage) it was decided to wait until after the system was moved. No conclusion can be drawn as repair information is not available.